Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 10 month post-operative CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone placing the sealing rings in a location outside the treatment range for the aortic body stent graft. A re-intervention was performed to place a balloon expandable stent at the level of the sealing rings of the aortic body stent; however, the endoleak remained. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported left limb occlusion was determined to be unknown/undetermined. However, the left hemicolectomy performed 13 days post implant likely contributed to the event as the left lower extremity ischemia occurred while in the post anesthesia care unit. It was also noted that there was some compression of the proximal left limb due to unequal limb height, which may have contributed to the event. There were no anatomy related issues or off-label/cautionary product use conditions found. The final patient disposition was discharged home on post-operative day eight with home health care. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)